Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (B)(4) did not hold: one pin was loose and caused a laceration with 3 sutures. No patient injury or surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - the inspection of the skull clamp shows that the unit has movement in its swivel lock assembly, needed cleaning, and some worn off small parts must be replaced. The torque screw works smoothly and must be replaced along with the thread insert, of the ratchet arm. To resolve all issues, the swivel base has been overhauled and cleaned, the small parts and the torque screw have been replaced and the function test has been performed. Root cause - complaint confirmed via inspection of the unit. There was movement present in the swivel lock assembly. Unit required cleaning and replacement of worn parts due to routine use and wear. Additionally, improper, or suboptimal placement of the skull clamp can contribute to patient slippages. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.